Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication (B)(6) 2012. Date of implant estimated as (B)(6) 2010. There was no reported product deficiency. The reported patient effect of occlusion is a known observed and potential adverse event as listed in the absolute .035 self expanding stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
This event was captured based on literature review. The article is a retrospective analysis of femoropopliteal interventions from (B)(6) 2003 to (B)(6) 2010. Two groups were identified: those with routine stenting (rs; routine stenting for all diseased areas) and those with selective stenting (ss; selective stenting for only segments which exhibited compromised flow). During the study period, 746 endovascular interventions in 477 patients were performed. Total re-intervention rate, including bypass, amputation, and asymptomatic occlusion after initial intervention, was 36.48%. Stents and self-expanding stents (including absolute, abbott vascular) were selected. During follow-up, patients with recurrent symptoms, decrease in abi, or asymptomatic evidence of restenosis (>80%) underwent intervention. Median time to endovascular re-intervention was 245.5 days for the ss group and 289.0 days for the rs group. The lower limit represents missed lesions or stent failures, resulting in occlusion. Results reported a 1-year primary patency of 63% with routine stenting vs 37% with selective stenting. No additional information was provided.